Event description:
It was reported that during a laparoscoic colon procedure, two devices broke. One during insertion, and the other broke when it was in place. The account stated that there was no metal near the device. There was no pt consequence. It was not reported how the case was completed.